Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated a falsely elevated magnesium (mg) result on a patient ((B)(6)). The initial result was 7.61 mg/dl / repeat results: 2.0/2.7/2.0/22./4.2/2.2 mg/dl. The customer reported mg result of 2.2mg/dl. The customer's normal range is 1.6-2.6 mg/dl. There was no reported impact to patient management. There was no additional patient information provided. Recommended troubleshooting performed, service dispatched to perform other procedures.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry magnesium; list 07d70-31; lot # 63263un12 to architect c8000 system; list # 01g06-11; serial # (B)(4). The manufacturer report number will stay the same as the manufacturing site remains the same. An evaluation was performed by reviewing the complaint text, service history complaints, review of labeling, and review of historical data. Upon review of complaints, there were no additional discrepant result complaints found documented against c8000 serial no. (B)(4). A service history review found no service history issues with c8000 serial no. (B)(4). A product labeling review found the architect system operations manual, and the magnesium assay package insert contain adequate information for the described issue. A historical/quality data review of information did not identify any trend where c8000 analyzers generated discrepant results. The complaint investigation information did not reasonably suggest that a device malfunction caused this issue. The cause of the discrepant magnesium patient results was resolved by troubleshooting and the replacement of used parts: reagent syringe #2 seal tips, reagent syringe #1 seal tips, sample/wash syringe #2 seal tips, and sample/wash syringe #1 seal tips. No systemic deficiency or adverse trend of a c8000 analyzer issue was identified during this investigation, and no further investigation of this complaint issue is required.